Manufacturer narrative:
Manufacturer's report date: 09/26/2012. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported "tubing broke at middle port". Customer stated the smartsite valve separated during an IV push of propofol. The white body of the smartsite valve came off and the blue diaphragm was hanging from the valve. Propofol leaked and the pt started to wake up. The administration set was replaced and the propofol restarted without incident. There was no pt harm reported and no medical intervention was required. Although requested, no additional event or pt information provided by the user.